Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. It was unknown if the patient outcome was device or therapy related. No alarms were reported in association with the event. The account communicated that an autopsy was not performed, and the pump was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patent passed away. The cause of death was not provided by the customer. An autopsy was not performed.